Event description:
It was reported that t:slim x2 pump battery would not charge and customer received low power alert, despite using working wall outlets, original and alternate adapters, and different charging cables, and leaving pump connected for an extended time without improvement. There was no reported impact to the customer¿s blood glucose level. Customer later reset pump independently and believed it continued to work, refused recommended pump replacement, and was advised by technical support to monitor battery performance and call back immediately if charging problems or irregularities occurred again.